Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first two proximal struts which are lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07may2019. The patient presented with myocardial infarction. A synergy ous mr 2.25 x 20 stent was introduced but during the procedure, 'not low on the right coronary' occurred. The device was removed and the procedure completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.